Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) is currently underway. The reported problem (popping sound / will not power on) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor or electrode belt. The patient received a replacement monitor and electrode belt. Date of manufacture: electrode belt: 06/2011.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report a loud popping sound. The monitor subsequently would not power on. The patient was issued a replacement monitor and electrode belt.